Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device was received in the not deployed position. The download data shows that the device ran 0 pulses, indicating that the device was never activated. However the device was observed to be in pod state 15, indicating that the device successfully deactivated. The device was reset and the data was downloaded. The device successfully deployed during rerun. No communication errors were observed during rerun. Inspection of the device found no damages or deficiencies that would result in the needle not deploying. The exact cause of the reported event could not be determined.